Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator system was explanted due to infection. The patient was stable post procedure.